Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with 500cc mentor memorygel breast implant experienced bilateral rupture post procedure. The ruptures were discovered during explant surgery. A breast lift and replacement with allergan implants was performed on (B)(6) 2021. See 1645337-2021-13329 for contralateral prosthesis report.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).